Manufacturer narrative:
See also mfg. Report no. 3004209178-2016-15376.

Event description:
Additional information received from a health care professional reported the patient had not been seen in their clinic since (B)(6) 2013, had not called with any concerns, and was not aware of any issues with the deep brain stimulation (dbs).

Manufacturer narrative:
Device code no longer applies. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the healthcare professional (hcp) reported no communication. It was noted to be an external patient programmer issue, but the caller described events of the patient communicating with the right implantable neurostimulator (ins) which was good but couldn't communicate with the left ins. It was stated this was the first time the patient was seen at this clinic. They had no history of their settings and current therapy status was unknown.

Event description:
Follow-up was received from the patient who reported that they were unable to reply to the mailed survey because they could no longer write. They added that their communication issue with their implantable neurostimulator (ins) was resolved. They stated that following their first revision surgery in 2004, half their face would go numb when they had the stimulation turned on. They stated that their healthcare provider had them turn off the stimulation which resolved their issue. Patient reported that following their second surgery in 2007, they were not able to get their stimulation adjusted. They added that when they were in the room their stimulation worked but as soon as they got to their door, their tremors returned. Patient stated that they are now working through the va and they only adjusted one side at a time and that worked alright. The patient added that their memory is ¿shot¿ and was not able to recall the name of their healthcare provider or anything from the previous day.

Manufacturer narrative:
The main component of the system: product ID: 37602, serial# (B)(4), implanted: (B)(6) 2011, product type: implantable neurostimulator. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A healthcare provider reported that patient needs a revision due to return of tremor symptoms. The caller said that the patient had two previous revisions. The hcp has not seen the patient yet. The implantable neurostimulator (ins) was indicated for parkinson dual.

Manufacturer narrative:
Narrative updated to exclude information from a related event. Refer to describe event or problem for updated event description. (B)(4) can be disregarded as it is attached to the related event. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Follow-up was received from the patient who reported that they were unable to reply to the mailed survey because they could no longer write. They added that their communication issue with their implantable neurostimulator (ins) was resolved. Patient stated that they are now working through the va and they only adjusted one side at a time and that worked alright. The patient added that their memory is ¿shot¿ and was not able to recall the name of their healthcare provider or anything from the previous day.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.